Event description:
It was reported that the left ventricular (lv) lead pulled back into the main branch of the coronary sinus (cs) because the patient¿s anatomy was not conducive. The lead was unable to maintain position in the lv. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 2013; dtbb1d1 implantable cardioverter defibrillator, (B)(6) 2013; 694965 implantable tachy lead, (B)(6) 2006. (B)(4).